Manufacturer narrative:
A review of the apifix device history records confirmed that the apifix device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. Apifix is not the manufacturer of the screw which broke in this case; apifix has notified the manufacturer of the screw of this incident and the screw breakage. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The event of pain is addressed in the IFU as a warning and as potential risks associated with the mid-c system and spinal surgery generally. The risk of screw breakage has been quantified, characterized, and documented as acceptable within full risk assessment. Although there was no information which suggests that the apifix system failed to meet its performance specifications or otherwise perform as intended; apifix cannot rule out that it wasn't contributory to the event, and in an abundance of caution apifix is reporting this event. Should additional relevant details become available; the complaint file and medwatch report will be updated accordingly.

Event description:
On (B)(6) 2024, apifix was notified that patient#: (B)(6) underwent implant removal on that day. According to the reporter, the removal was originally scheduled for late january, but was moved earlier as a fracture of the lower polyaxial screw was observed during the last follow-up. The screw that broke in this case was an off the shelf polyaxial screw; not manufactured by apifix. Apifix has notified the screw manufacturer of the break.